Event description:
It was reported that the pulse generator exhibited backup vvi mode, and was unable to reset. The device was explanted.

Manufacturer narrative:
Final analysis found that the pulse generator as received could not be interrogated. A warning message appeared due to an undefined model number value. The model number was restored, and normal device function ensued. The reason for the undefined model number value could not be determined.